Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2020-00072; 804-03-008, s303-broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. RMA examination: the instrument was not returned to djo for further examination, per product feedback form, the instrument has been discarded. No further evaluation can be made for this event. This customer complaint will be closed.

Event description:
It was reported there was a 30 minute delay in surgery.